Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on 16-may-2024 & 30-may-2024 two infusion set was fell off during use. No further information available.